Event description:
A remote alert was received for high pacing impedance on the right ventricular (rv) lead. The lead was capped and replaced. The electrical values were in range following procedure. The following day high pacing impedance again was noted on the rv lead and the device was explanted and replaced. The patient is in stable condition following the procedure. Related manufacturer report: 2938836-2017-23063.

Manufacturer narrative:
The right ventricle pacing lead impedance anomaly was confirmed in the pacing lead impedance (pli) trend diagnostics. The device was normal during testing with test leads and resistor loads on the bench. Telemetry, sensing, pacing, pacing lead impedance, high voltage lead impedance, patient notification, high voltage (hv) charging, hv delivery, hv shock impedance and hv dumping were tested and no anomalies were detected. Visual and x-ray inspection revealed the vtip wire in the header was fractured adjacent to the vtip connector block.